Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer received three battery alarms. The pump also has a crack on the middle of the button. The customer was advised to discontinue pump use and revert to backup plan. The pump will be replaced.

Manufacturer narrative:
The pump passed all functional testing, including the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. However, the detailed trace analysis confirmed the pump error 25 and low battery alarms were triggered when the backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes. The detailed trace confirmed that the root cause was the non-sleep anomaly software error. No replace battery now alarms were noted during testing. The pump was received with a scratched case, a cracked select button keypad overlay, a pillowing keypad overlay, and minor scratches on the lcd window.